Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced hyperglycemia at 526 mg/dl when the device displayed prompts to connect a cgm or enter blood glucose, with dosing shown as stopped earlier in the day; the user was using a dexcom g6 and subsequently entered a high fingerstick value and re-paired and started the sensor, after which glucose decreased into range. Customer care provided support that included customer support troubleshooting and education. Investigation of this case revealed that hyperglycemia occurred during a period without active cgm data and with dosing stopped, and glucose improved after sensor start and manual bg entry. No clinical symptoms associated with elevated blood glucose reported. Outcomes included temporary loss of automatic dosing and user intervention to restore cgm connectivity and resume automated therapy, with glucose trending down to target. It was concluded that the event was hyperglycemia with an unclear cause that resolved after restoration of cgm-pump integration and continued dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.